Manufacturer narrative:
One level 1 hotline low flow systems - hl-390 was returned for analysis. The device was tested with water in the tank and a temperature check was also performed. The reported issue was conformed. There was a crack on the bottom of the water tank cover. The device also had wear and tear damage along with an outdated printed circuit board. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 had leaked. There were no adverse events reported.